Event description:
The sales representative reported on behalf of the customer on 19may2022 the device, e8150lso, 5 x 38mm e9000 fluted low speed optimum b was being used when it was reported that ¿the bur is broken during the surgery¿. After further assessment it was found that "yes, the bur broke during the surgery: the surgeon was performing a mastoidectomy and, when he started using the 5mm bur, it met a kind of bone ¿step¿, whose impingement caused the bur rupture." The spherical tip of the burr was fragmented and retrieved using a forcep. The procedure was completed with a one or two minute delay. It was also found that ¿the patient wasn¿t affected by the incident¿ and no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation and no photographic evidence was provided. Should the device be returned, an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame 446,575 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003 per IFU w41-181-004, overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer on (B)(6) 2022 the device, e8150lso, 5 x 38mm e9000 fluted low speed optimum b was being used when it was reported that ¿the bur is broken during the surgery¿. After further assessment it was found that "yes, the bur broke during the surgery: the surgeon was performing a mastoidectomy and, when he started using the 5mm bur, it met a kind of bone ¿step¿, whose impingement caused the bur rupture." The spherical tip of the burr was fragmented and retrieved using a forcep. It was also found that ¿the patient wasn¿t affected by the incident¿ and no report of medical intervention or hospitalization for the patient. The procedure was completed with a one or two minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.